Event description:
Safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following: severe allergic reaction to latex, permanent and progressive condition, inability to perform usual and customary duties of occupation, medical expenses, emotional stress, fear, pain, suffering, and permanent disability.